Event description:
Through follow up with the healthcare provider edwards learned that the device was explanted due to patient infection of the aortic valve. It was reported that there was no structural deterioration or any fault of the bioprosthesis but rather was related to patient's pathology. The patient was reported to be hospitalized in stable condition.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation. Without return of the device or additional information the root cause of the event is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. If additional information is received a supplemental MDR will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately two (2) months, eleven (11 ) days, was explanted due to unknown reasons. The explanted device was replaced with a 23mm aortic valve. No further information was provided.

Manufacturer narrative:
Infection. Additional manufacturer narrative: the device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Based on the information received from the healthcare provider the reason for the explant was due to infection that was unrelated to the device. Based on the information received the root cause of the infection event is indeterminable.